Event description:
It was reported that, after surgery had been performed, the post-op x-rays showed that the tip of the drill pin had snapped inside of the tibia and is still in situ. It is unknown if a revision surgery will be performed to retrieve the piece. It is also unknown the current status of the patient.

Manufacturer narrative:
Results of investigation: it was reported that the tip of a drill speed pin (75009338) snapped inside the tibia. The tip was left in situ, as it can be seen on the post operative x-rays. The batch number of the device in question, used in treatment, was not reported, and no additional information related to the case was received upon request. A batch related product history review could not be conducted. A complaint history review showed only this current complaint for the part in scope since 2017. The IFU (lit. No. 12.24, ed. 07/10) states that the all instruments may only be used in their original condition. Before used the functionality of surgical instruments should be checked. The risk of a broken pin is covered through our risk management files. A thorough medical assessment cannot performed, as no information was received. However, it is stated that the potential for corrosion and local irritation/migration of the pin-tip fragment cannot not be ruled out. The device is neither manufactured nor intended for implantation, no long-term exposure data is available. The root cause for the breakage of the tip cannot be determined after investigation. Regarding the part, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this part for further similar issues.